Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead sensing was chronically low. Hence, the physician opted to explant this rv lead during generator change. Additional information was obtained indicating that the suspected cause was poor tissue at rv interface. No additional adverse patient effects were reported.